Event description:
Reportable based product analysis completed on 13dec2024. It has been reported that a versacross connect access solution for watchman procedure. During preparation, it was mentioned that when the device was opened the handle to the connect dilator was observed bent. The device was intact. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. However, analysis revealed that the hub handle detached with exposed hypotube being ovalized.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected through vhx of the handle showed ovalization of the exposed hypotube ID and partial occlusion of the detached shaft, and the handle was easily detached. The device failed flushing test, since leaked through the distal end of the clamshell handle. Therefore, the reported allegation was confirmed. There is no indication that a non-conformance associated with the manufacturing process contributed to this event.